Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2008) is considered to be a best estimate. This MDR represents the composix l/p mesh (device 1). An additional supplemental emdr was submitted to represent the composix kugel mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2009 - patient was diagnosed with incarcerated incisional hernia thereby underwent laparoscopic repair with implant of composix l/p (device 1). Per op notes, ¿incision was made on left side of abdomen. Dense adhesions were noted and lysed. The hernia sac with incarcerated omentum was reduced. A composix l/p (device 1) was placed and secured using sutures.¿ (B)(6) 2009 - patient was diagnosed with recurrent incisional hernia at laparoscopic site thereby underwent open repair with implant of composix kugel (device 2). Per op notes, ¿a large piece of prior mesh (device 1) was noted. This revealed the herniated knuckle of omentum and colon was noted and the omentum and colon were reduced. A composix kugel (device 2) was placed in the peritoneal cavity and tacked.¿ (B)(6) 2010 - patient was diagnosed with recurrent incisional hernia llq thereby underwent open repair mesh revision. Per op notes, ¿the old scar in llq was excised. There was noted to be the old mesh (device 1 and 2) lateral to this new hernia defect with incarcerated omentum and peritoneal fat were reduced. The lateral edge of the old mesh (device 1 and 2) had pulled free from the fascia. A composix l/p (device 3) was placed in the abdominal wall and sutured. The medial edge of the mesh (device 3) was anchored to the old mesh (device 1 and 2) in the abdominal wall using tacks.¿